Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The vertical motion control switch and the column power supply were replaced. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system 8800 could not move vertically. There was no adverse pt involvement reported. There was no pt info reported.